Event description:
It was reported by the healthcare professional (hcp) that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) explained the error code and recommended submitting device data for analysis to further evaluate the condition. Ts also advised that devices exhibiting accelerated battery depletion should be assessed and replaced as appropriate. The hcp scheduled a reassessment of the patient in six weeks. To date, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that a prior call was reviewed. The hcp stated that device data was required to analyze the situation and provide appropriate guidance, as the device indicated less than three months of remaining longevity. The physician was uncertain whether data had been saved to the programmer, and the patient was not enrolled in latitude remote monitoring. The patient was device dependent, requiring access to device data for evaluation or device replacement. Approximately two years earlier, estimated device longevity was reported as years, followed by a decline to less than three months. The pacemaker was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem.

Event description:
It was reported by the healthcare professional (hcp) that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) explained the error code and confirmed that the device is listed under the hydrogen-induced premature battery depletion advisory. Ts recommended either submitting data from this device for analysis or following the guidance of the advisory, specifically replacing and returning any affected pacemakers that exhibited accelerated battery depletion within 90 days of the explant battery status indicator. The hcp scheduled a reassessment of the patient in six weeks. To date, this pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that the advisory and a prior call were reviewed. The healthcare professional (hcp) indicated that a device data was required to analyze the situation and provide appropriate guidance, as the device currently indicates less than three months of remaining longevity. A code 1003 status was being applied for both advisories. The physician was uncertain whether data was saved to programmer, and the patient was not enrolled in latitude remote monitoring. The patient is device dependent, requiring either access to device data for evaluation or device replacement. Approximately two years ago, estimated device longevity was reported as years, with a subsequent decrease to less than three months. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported by the healthcare professional (hcp) that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Technical services (ts) explained the error code and confirmed that the device is listed under the hydrogen-induced premature battery depletion advisory. Ts recommended either submitting data from this device for analysis or following the guidance of device advisory, specifically replacing and returning any affected pacemakers that exhibited accelerated battery depletion within 90 days of the explant battery status indicator. The hcp scheduled a reassessment of the patient in six weeks. To date, this pacemaker remains in service. No adverse patient effects were reported.